Event description:
According to the report, three 3rd degree burns, each burn the size of a small coin, was observed under disposable pacing electrodes after pacing a patient with "fragile" skin. Pacing current was report to have reached 100 ma.